Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
***See MFR report #3004209178-2016-27291 regarding prior event***

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an approximation. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturing representative on (B)(6) 2017. It was reported there had been a motor stall "about a year ago" and the hcp had kept the patient on orals because she was getting better. The patient was back in pain and wanted the pump replaced. The pump was set to minimum rate mode in order to silence the alarm. The rep was not aware of this information until the day of the report (B)(6) 2017. It was unknown what environmental/external/patient factors may have led or contributed to the issue. It was indicated the pump had been interrogated when the alarm went off, and the pump had stalled. It was estimated that the motor stall occurred around (B)(6) 2016, however the logs still needed to be read. The pump was replaced on (B)(6) 2017, and was returned to the manufacturer on (B)(6) 2017 for analysis. It was indicated the issue had been resolved. It was further indicated the patient had changed physicians, and the new physician did not have a lot of information because they were not seeing the patient when the event occurred. The patient's status at the time of the report was "alive-no injury." It was unknown what other medications were being taken at the time of the event. The patient's weight and medical history was unknown, and it was indicated it would not be made available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 94 mcg/ml at 0.592 mcg/day, bupivacaine 12 mg/ml at 0.076 mg/day, and baclofen 75 mcg/ml at 0.473 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had complained of symptoms of overdose a few months back (from (B)(6) 2017). The hcp thought that somehow the patient had been getting extra intrathecal medication, but they were not sure of the cause. The hcp had put the patient on minimum rate so he could perform further diagnostics to determine the issue. The hcp had already performed a roller study, and the motors seemed to be turning. They also checked for volume discrepancies but had not seen any. On (B)(6) 2017, they performed a catheter dye study, and everything came back looking appropriate. The hcp was going to take the pump out of minimum rate so he could prime the catheter/perform a priming bolus. The hcp had not checked the logs yet but was going to check them later. The hcp planned to replace the pump. The hcp was going to wait the full duration of the priming bolus then program the pump to minimum rate. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patients weight at the time of the event was (B)(6) kilograms and their body mass index (bmi) was (B)(6).